Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons unresponsive. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had crack on corner of screen going into the plastic, unexplained no delivery alerts, battery life diminished-every 2 weeks and insulin pump rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked lcd display window corners noted. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.